Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap issue. Customer's blood glucose at the time of incident was unknown. The customer stated they are unable to remove the battery cap on their bump. The customer was advised to attempt to remove the battery cap. Customer stated they were able to remove the battery cap and patient was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. The customer was advised that we will ship a replacement battery cap. The customer was advised to monitor pump.